Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000 explanted: product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-nov-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (13 mg/ml at 3 mg/day) via an implantable pump for non-malignant pain, failed back surgery syndrome, and other non-malignant pain. It was reported that on (B)(6) 2022, the patient's dogs jumped on the patient and grabbed, scratched, and pulled at the pump. The patient stated that they started experiencing increased pain since that day. During dye study on (B)(6) 2022, the patient's catheter was aspirated with no flow observed. It was reported that the patient was in an incredible amount of pain, was shaking, and in distress. The plan was to replace the catheter and move the pump into the patient¿s buttock. Surgery date was scheduled for (B)(6) 2022. The issue was not resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6)2000 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-apr-06, additional information was received from a healthcare professional (hcp). The hcp called to review magnetic resonance imaging (MRI) labeling and asked about restrictions for scanning a "non-functional" pump. The hcp stated the pump was not working and they did not have any further details. The hcp stated the thought the pump had dilaudid in it when it was in use, but was not certain. No symptoms or patient complications reported.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2000, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the pump was replaced due to reaching the elective replacement indicator (eri) and there were no allegations against the pump. The 8709 catheter was already known to be non-patent so it was tied off and left in the pump pocket; it was also severed and had retracted into the intrathecal space. The healthcare provider believed the catheter was already severed and damage did not occur during dissection. The catheter was replaced with new 8780; 30.5 cm was trimmed. Pump was implanted in the right flank. Catheter was attached to new pump and aspirated successfully.